Event description:
It was reported that during this procedure the physician detected char on the ez steer thermocool sf navigational catheter tip when the catheter placement was changed from the right to the left ventricle. The stockert generator power was 30 watts and during ablation, it was showing the error "too high impedance." The catheter was exchanged. The procedure could be finished without risk to the patient. There was no patient injury reported related to this event. Upon request, additional information was provided on the event. The physician did not notice any abnormal catheter irrigation before nor after the event. The physician considered that the char was excessive. In reviewing the picture provided on the char, this issue is indicative of a reportable event.

Manufacturer narrative:
(B)(4).